Event description:
The consumer reported that there was a loss of stimulation. It was reported that their old battery would just shut off on its own. No symptoms were reported. Relevant medical history includes peripheral neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.